Manufacturer narrative:
Concomitant medical devices: 305c223 aortic valve, implanted (B)(6) 2011. -

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and impedance measurements due to a suspected clavicular crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.